Event description:
Boston scientific received information that this patient who was lost to follow up was unable to be interrogated. The patient stated they felt dizzy at times, and never heard any beeping tones. A chest x-ray was taken to verify the device was boston scientific, and a magnet was applied which did not illicit tones. Boston scientific technical services (ts) was consulted and suggested to replace the device. The device was then explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Code 1003 was confirmed to have been recorded. External visual inspection of the device noted minor scratches on the case. The device had no telemetry our output when returned. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a low-voltage capacitor connected to the device¿s battery. This capacitor is used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Diminished performance of this capacitor resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.